Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported malfunction was observed and attributed to a faulty relay on the processor/bridge/pace board. The device was rectified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional pro code: dro. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a 49 year-old-male patient, the device displayed "pacer fault" and "defib fault" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.